Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. The event was further described as ¿patient had a contamination breach due to the failure of patient transfer set". This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event; however, the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.